Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. On 20-september-2024, it was reported by the patient that infusion set tube was detached from the connector. No further information was available.